Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and resulted in 0v. Functional testing and pairing test could not be performed due to the transmitter having 0v. Bin file analysis was unable to be performed. A review of the downloaded data log did not confirm the reported event of a low transmitter battery. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the smart device displayed an error message for low transmitter battery. No additional patient or event information is available. No product was provided for evaluation. Data was provided for evaluation. Data review did not confirm the reported event of low transmitter battery. A root cause could not be determined via data. The reported issue of low transmitter battery is reportable based on the finding of transmitter failure error.